Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during an anterior repair procedure. The first mesh leg assembly was being pulled through the patient's tissue with the capio device when the suture, with the needle at the end, detached from the dilator and was captured inside the capio cage. The procedure was completed using another uphold lite. There were no complications to the patient, who was reportedly fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during an anterior repair procedure. The first mesh leg assembly was being pulled through the patient's tissue with the capio device when the suture, with the needle at the end, detached from the dilator and was captured inside the capio cage. The procedure was completed using another uphold lite. There were no complications to the patient, who was reportedly fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned mesh assembly revealed that both lead sutures and needles were missing from their respective dilators. Visual analysis of the returned capio device revealed no anomalies. Functional testing of the returned capio device showed that it operated freely, with no anomalies.